Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie space was failed and drawer in 4c device misreading the 4.1 and 4.2 drawer. When attempting to recover cubie 4.1, drawer 4.2 opened instead, and the system did not detect the drawers as open, causing the failure to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie space was failed and drawer in misreading the 4.1 and 4.2 drawer. A field service engineer (fse) reseated all cables for drawers 1 and 4.2 and checked the cubie pockets for debris. The fse confirmed that there was no hardware failure. The fse worked with technical support specialist (tss) followed the steps to push the package using knowledge article - "medstation es - drawer failure after reboot - cabinet controller does not initialize/ not detected on bus" to clear fault on the station, and the drawer recovery was successful. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.